Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went to have an EKG today but the EKG came back abnormal. Patient was not sure if the ins was depleted from normal battery depletion or if stimulation was still on. Patient redirected to hcp. No further complications were reported/anticipated. Additional information was received from the patient and it was reported that leading to the interference with EKG they had a pre-op for knee surgery done. They were to get a stress test to resolve the issue. They only originally called to ask if simulator would interfere. They have not needed it in years. The battery was aging due to time going on. It has turned on a couple of time because of being by a magnet.